Event description:
The customer alleges that the white balloon would not inflate. The alleged issue was detected prior to pt use. No report of a pt injury or harm.

Manufacturer narrative:
Qn#: (B)(4). The device was received by the manufacturer, but the investigation is incomplete at the time of this report. The device history record investigation did not show issues related to complaint.